Event description:
Customer reported she has been having high blood glucose over 600 mg/dl for the past week. She treated with manual injections. Customer is currently changing out her set. Customer experienced thirst, frequent urination, and heart burn. She stated there was an emergency room visit on (B)(6) 2014 for high blood glucose. Her blood glucose was over 600 mg/dl when admitted. Customer was feeling nausea leading up to the visit. Troubleshooting could not be done because the call was disconnected. Customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).